Manufacturer narrative:
Information references: the main component of the system and other applicable components are: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2016, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving bupivacaine and morphine via an implantable pump for non-malignant pain. In (B)(6) of 2016 the patient called the healthcare provider with a return of symptoms, which was considered sudden. A catheter dye study was scheduled for (B)(6) 2016, but the catheter could not be aspirated. It was confirmed by the dye study that the catheter was occluded. The healthcare provider felt that there was a catheter occlusion at the tip of the catheter.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.